Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient experienced infection related to the pacemaker system. A culture was positive for bacteremia and vegetation was noted on the right ventricular (rv) lead (biotronik). The system was explanted, and no additional adverse patient effects were reported.